Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with no noted external physical damage. The device history log was reviewed and revealed that there was a motor rate error that had occurred. Flow testing was then performed which confirmed the complaint. Based on the evidence, the complaint is confirmed. However, the root cause is unknown.

Event description:
Information received a smiths medical medfusion 4000 pump displayed motor rate error . No patient adverse events reported.